Event description:
It was reported that by service report that the docker cable connector was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Docker cable.